Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the suture broke during the tightening procedure. All pieces were removed and no patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.